Manufacturer narrative:
This report is submitted on october 17, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a suture granuloma at implant site and subsequently was treated with oral antibiotics (date and duration not reported). The issue has since resolved.